Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:the device remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy, valve positioning or implant technique. Implant technique is often dependent on patient anatomy. Tee confirmed moderate pvl and that the implant depth was appropriate. Paravalvular leak is a potential adverse event per the corevalve IFU. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. Potential factors that can influence the presence paravalvular leak include calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. The patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that forty-nine days following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed mild to moderate central aortic insufficiency and mild to moderate paravalvular leak (pvl). Subsequently, 120 days post valve implant, a second valve was implanted at a depth of 6 mm. The pvl reduced to trace, and trace to mild central aortic insufficiency was noted. No adverse patient effects were reported.